Event description:
It was reported that the shoulder bolt shearing when it was being tightened. It is unknown if torque limiting wrench was used for tightening. No delays or injuries reported. No more information available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was no injury associated to the event and that a back-up device was used properly, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.